Manufacturer narrative:
Siemens filed the initial MDR on 14-feb-2019. Additional information (04-mar-2019): siemens further investigated the issue. There were no issues with reagent or sample level sense. The instrument files were reviewed and there were no instrument issues identified. Pre-analytical sample handling could not be ruled out as a potential cause of the discordant hcg result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Result code and conclusion code were updated.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were within acceptable ranges. A siemens customer service engineer was dispatched to the customer site. The cse analyzed the instrument. The instrument is operating within manufacturing specifications. The instrument files were collected for review. Siemens is investigating the cause of the discordant, falsely elevated hcg result.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.